Event description:
Respond edge study it was reported that the subject developed left bundle branch block (lbbb) and accelerated idioventricular rhythm. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27mm lotus edge valve. In accordance with the directions for use, successful positioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The same day as the index procedure, the subject developed left bundle branch block (lbbb). No diagnostic procedure was performed, and the event was treated medically. Six (6) days post the index procedure, the subject developed accelerated idioventricular rhythm. Prolongation of the hospitalization occurred and a permanent pacemaker was recommended. Nine (9) days post index procedure, a permanent pacemaker was implanted. It was further reported that: the same day of the index procedure, a post tavr electrocardiogram (ECG) revealed a long pq interval with second degree atrioventricular av block alternated with supraventricular tachycardia accelerated idioventricular rhythm. The event led to prolongation of the hospitalization and a permanent pacemaker was recommended due to second degree av block with ventricular tachycardia. 10 days post index procedure, a dual chamber permanent pacemaker was implanted successfully. The event was considered recovered.

Manufacturer narrative:
Patient identifier: (B)(6). Describe event or problem: updated.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that the subject developed left bundle branch block (lbbb) and accelerated idioventricular rhythm. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27mm lotus edge valve. In accordance with the directions for use, successful positioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The same day as the index procedure, the subject developed left bundle branch block (lbbb). No diagnostic procedure was performed, and the event was treated medically. Six (6) days post the index procedure, the subject developed accelerated idioventricular rhythm. Prolongation of the hospitalization occurred and a permanent pacemaker was recommended. Nine (9) days post index procedure, a permanent pacemaker was implanted.

Manufacturer narrative:
Patient identifier: (B)(6). Describe event or problem: updated.

Event description:
Respond edge study. It was reported that the subject developed left bundle branch block (lbbb) and accelerated idioventricular rhythm. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27mm lotus edge valve. In accordance with the directions for use, successful positioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The same day as the index procedure, the subject developed left bundle branch block (lbbb). No diagnostic procedure was performed, and the event was treated medically. Six (6) days post the index procedure, the subject developed accelerated idioventricular rhythm. Prolongation of the hospitalization occurred and a permanent pacemaker was recommended. Nine (9) days post index procedure, a permanent pacemaker was implanted. It was further reported that: the same day of the index procedure, a post tavr electrocardiogram (ECG) revealed a long pq interval with second degree atrioventricular av block alternated with supraventricular tachycardia accelerated idioventricular rhythm. The event led to prolongation of the hospitalization and a permanent pacemaker was recommended due to second degree av block with ventricular tachycardia. 10 days post index procedure, a dual chamber permanent pacemaker was implanted successfully. The event was considered recovered. It was further reported that the subject developed left bundle branch block (lbbb) post transcatheter aortic valve replacement procedure.